Manufacturer narrative:
Software has not been evaluated as of the date of this report.

Event description:
A medtronic rep reported an orientation change after registration, while in a cranial surgery. Following a touch-n-go registration, the anterior/ posterior (a/p) orientation was flipped. Registration started on the anterior side of the head. When started on the anterior side with the second registration, it was ok. The surgeon completed the procedure with the use of the stealthstation s7 system. There was no impact on the pt outcome.